Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the handle lights were flashing. There was no reported patient involvement / adverse patient impact.

Event description:
It was reported to philips that the handle lights were flashing. It was reported that the alleged failure was observed while in use on a patient. There was no adverse patient impact.